Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a laparoscopic procedure, error messages were displayed. One of the messages was "double output power" (B)(4). The other one was "stop output power" (B)(4). Although the device was not activated with the hand switch, the foot switch functioned. The main unit was erbe. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.